Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a blood infection at port and was hospitalized due to having surgery. Customer stated they had to have the port removed until infection was gone and then once the infection was gone, customer went back to surgery and port was put back in. Customer was hospitalized for about a week. Blood glucose value at the time of the event was 600 mg/dl; current value is 231 mg/dl. Customer experienced nausea, vomiting and abdominal pain. Customer also reported that blood glucose went low the morning of the call. Blood glucose value was 42 mg/dl. Customer's spouse gave a glucagon shot. Customer has adjusted basal rates to avoid going low.